Event description:
Pt hospitalized for high blood glucose on three occasions. IV insulin given at hosp. 08/15/1999- high bg, delivered insulin boluses, but bg stayed high. Pt not sure when last changed site ot insulin cartridge. 08/18/1999- high bg, delivered insulin boluses, but bg stayed high. Pt not sure when last changed site or insulin cartridge. 08/30/1999- high bg on 08/29 about 3pm. Had changed site that am. Changed cartridge and site again about 6pm, bg stayed high. At hospital, new insulin vial and switched to b/u pump. Bg returned to normal.